Manufacturer narrative:
Patient information is not available for reporting. Other device product code used: dzl. UDI # (B)(4)) lot unknown. The event occurred during the implant surgery. Device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
.It was reported that patient underwent implant surgery on (B)(6) 2016. During the implantation of a patient specific implant (psi) peek implant on the zygoma, the surgeon was implanting a cruciform screw in the maxilla. While attempting to tighten the cruciform screw one of the ties broke off. All fragments and the screw shaft were removed. There was five (5) minutes delay in surgery to remove the screw. The procedure was successfully completed. Patient was reported stable. Concomitant devices reported: one (1) psi-peek implant (part # unknown, lot # unknown) one (1) unknown screwdriver (part # unknown, lot # unknown). This report is for one (1) ti matrixmidface screw self-drilling 8mm. This is report 1 of 1 for (B)(4).